Event description:
It was reported the implantable neurostimulator (ins) was shutting off on its own. The ins turned off on its own once the day prior to this report and once on the day of this report. The patient had mental issues and they had lost their recharger. The manufacturing representative met with the patient and they were able to charge the ins fine. The ins was at 50-75 percent charged at the time of this report. The patient¿s patient programmer was working, but the programmer was beat up. There was a piece of the back battery cover that was missing, crooked, and exposed. There were no problems with the programmer. Upon interrogation of the ins, the manufacturing representative was not able to see usage information as the clocks were not synced. The manufacturing representative stated the patient may have been hitting the wrong button on the patient programmer. Everything was working normally when the manufacturing representative interrogated the ins. The cause of the event was not determined. The patient was doing fine and they were receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).